Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Ticket searches determined that there is no atypical complaint activity for the likely cause lot. The 12 month tracking and trending report review determined that there are no adverse trends and no non-statistical trends for the complaint issue. A search was performed in the prism performance metrics database for the time period of december 2012 to december 2013 for lot 30705li00 and no field data were found for lot 30705li00. A review of labeling concluded that the issue is adequately addressed. The customer got more reactive results with blood donors. Therefore higher reactive rate than expected at this single laboratory. The customer was advised that all highly sensitive immunoassay systems have a potential for nonspecific reactions due to immunological cross reactivity. Unspecified binding and matrix effects could occur. Interfering substances are present in more or less significant concentrations in real specimen and interact with the analytes or with the capture respective to the detector antibodies directly. Therefore false reactive results may occur to a certain extent. The typical frequency of potential false reactive results with this assay has been estimated from testing of a large population. An internal testing did not suggest a deficiency.

Event description:
The customer stated that (B)(6) prism anti-hcv results were generated from several patient samples. The patient samples were retested and (B)(6) results were obtained. The customer provided the following data: one patient sample (5) generated a (B)(6) result of (B)(6) which was repeated at (B)(6) after additional centrifugation. The patient sample was then confirmed (B)(6) with no impact to patient management.

Manufacturer narrative:
This report is being submitted against an ex-u.s. Product (06a52) that has a similar product (06d18) distributed in the us. (B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.